Event description:
A customer reported an issue with the pump display having pixel problems. There was no adverse impact on the customer's blood glucose level. The customer was informed by technical support that the pump could still be used for insulin therapy, and the customer acknowledged and understood this resolution.